Event description:
It was reported that during a laparoscopic cholecystectomy surgery, while cystic artery and choledochal clipping stage, clips applied curvy; shifted from shaft and didn't seat properly. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.